Event description:
It was reported during a scheduled removal of a filter, the filter was removed but one of the legs fractured and is endothelialized in the vena cava and the hook is embedded in a vertebral body. There are no plans to remove the fragment as the hook is tightly embedded. There was no extravasation noted. There were no interventions performed on the patient after the filter was implanted. There was no migration or tilt of the filter noted. The patient's ivc is within normal range. No patient injury was reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. The current IFU (instructions for use) on potential complications states filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. The removal of this filter is considered to be an off label use of this device. The current IFU (instructions for use) for this device states the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.